Event description:
A report was received from a dr regarding a memorylens which has opacified. The dr has not determined what further action will be taken in this case. Numerous requests were made to the dr for additional info, but as of the date of this filing, no response had been received. This report will be updated should additional information be received.